Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that when the cement was intrathecally injected, the centralizer was came off. Therefore, the cement and centralizer were removed from the medullary cavity and the new other size stem was implanted. The doctor was not used to the stryker cement gun and took time to inject it.